Event description:
It was reported that during a pta treatment procedure, the kayak guidewire was noted to be enlarged in the mid-shaft area and consequently could not be fully inserted. A new kayak guidewire was used and the procedure was successfully completed. No pt injuries or complications were reported.